Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0n07b serial# implanted: (B)(6) 2014. Explanted: (B)(6) 2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6) ubd: 26-aug-2018, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reports pain going down their left leg (same side as implant) since day after thanksgiving so they turned stimulation off; they wanted to confirm if stimulation was off. The call center reviewed message screen meanings and patient confirmed that stimulation set to off position. They also lost 15-20lbs since implant. As a result of what was reported, they were redirected to their healthcare provider (hcp) to discuss symptoms and receive medical direction and care. No device issue was reported and no further patient complications have been reported as a result of this event. Additional information was received from the patient on (B)(6) 2024. They called to inquire about their MRI eligibility. Device registration and MRI compatibility were reviewed with the patient and they stated they thought they had a new lead implanted in (B)(6) 2020 because they were in the hospital and they lost a lot of weight and they were sick, they lost 25 pounds within a month and the "lead fell out." The patient stated this happened in november 2019, so they had to go back in and put the lead back in in (B)(6) 2020. The patient stated they thought they used the same stimulator from (B)(6) 2019 but replaced the lead in (B)(6) 2020. The patient stated they'd had so many implants, they couldn't remember if they'd gotten a new programmer or not when they got the new lead in (B)(6) 2020 and the patient was guided through connecting to their settings and as suspected, the patient did not have MRI mode so MRI compatibility considerations were reviewed with the patient. It was reviewed with the patient that given the timeline of when they got their new lead, it was likely their eligibility was still head/brain only and they were redirected to follow up with their healthcare provider (hcp) to confirm their registration and an email was sent to the field to alert them of the situation to make sure the patient's registration was accurate. The patient stated they needed a scan of their neck and shoulders so they stated they would let the MRI facility know about their eligibility and follow up with their hcp to determine their device registration and MRI eligibility. On (B)(6) 2024, the manufacturer representative (rep) confirmed the patient was currently implanted with the lead from 2014 and the ins from 2019.